Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis not connected to network. The field service engineer (fse) replaced the network cables; however, the device still failed to establish a connection. A laptop was connected to the same port and also showed no network connectivity. Based on these findings, the fse recommended that hospital information technology to investigate the wall network port for potential issues. The system functioned as intended after the field service engineer (fse) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not connected to the network. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.